Event description:
The patient reported that they have been feeling "thumping in their left side and in their stomach area" and was wondering if this was normal. The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2008; 4194 implantable pacing lead, (B)(6) 2008. (B)(4).